Event description:
The pt reported that he underwent a contour thread procedure two (2) years ago. Twenty (20) contour threads were placed by a doctor. The pt reports that since the time of the procedure, an area above his right temple and an area behind his right ear have not healed. Both areas occasionally open and will bleed. The pt has been seeing a dermatologist for treatment of these areas. Oral antibiotics and topical ointments have been used on multiple occasions over the past two (2) years. The pt is seeking info regarding removal of the contour thread. To date, none of the threads have been removed. Note: the contour thread product line is no longer manufactured or sold by surgical specialties corporation (dba angiotech).

Manufacturer narrative:
Add'l 510(k): k042856 - brow lift, k050247 - neck lift, k050548 - bi-directional midface contour thread. The device was not returned for eval. Furthermore, the product code/lot is unk. No product eval can be performed.